Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in final skin closure on a open pacemaker implant, the needle became detached from the thread after two to three passes through tissue while using a normal running stitch technique. To resolve the issue, the surgeon used three knots of another suture. There was no patient injury.